Manufacturer narrative:
This event occurred in (B)(6). Medwatch field expiration date - the expiration date was provided as january 2019. (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii, the elecsys ft4 ii assay, and the elecsys ft4 iii assay on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. The physician also believed that non-specific antibodies affecting tsh may have been present in the patient sample. This medwatch will apply to the ft4 iii assay. Patient identifiers for information related to each remaining assay: (B)(6). Refer to the attachment for all patient data. The sample was initially tested on the customer's e411 analyzer. The sample was repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on a cobas 8000 e 602 module and a second e411 analyzer on (b)(46 2018. The serial number of the e411 analyzer used at the customer site was asked for, but not provided. The serial number of the e 602 analyzer used for investigation was (B)(4). The serial number of the e411 analyzer used for investigation was (B)(4). A general reagent issue could most likely be excluded. Calibration and control data for the e 602 and e411 analyzers used for investigation were ok. The investigation was unable to find a definitive root cause.